Manufacturer narrative:
Intuitive surgical, inc. (Isi) received FDA medsun report with uf/importer report # (B)(4) stating: robotic prostatectomy being performed using intuitive bipolar fenestrated forceps. The forceps broke inside the patient while grasping the prostate.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. Broken pieces, measuring approximately 8.77mm x 1.57mm and 2.42mm x 2.12mm in size, were returned with the instrument. A missing piece, measuring approximately 5.70mm x 2.73mm in size, was not returned with the instrument. An additional observation not reported by the site was also identified. The instrument was found to have a dislodged grip tip. The grip tip was returned with the instrument.

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, the outer jaw protector of fenestrated bipolar forceps broke into pieces while in use. All the fragments were retrieved in the same procedure. The procedure was completed.